Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to toggle. The toggle hands misaligned and broke during the bariatric procedure. To resolve the issue another endo stitch was retrieved. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to toggle. The toggle hands misaligned and broke during the bariatric procedure. To resolve the issue another endo stitch was retrieved. No patient injury.